Manufacturer narrative:
Device manufacturer address 1: (B)(4). Medwatch report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set disconnected which resulted in a fluid leak. During injection of intravenous (IV) contrast/saline, the extension tubing loosened, and fluid spilled out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: december 2, 2021 - december 3, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.